Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) site was uncomfortable. The patient underwent a revision procedure wherein a different site was implanted with a new ipg, the old ipg was explanted. The patient was doing well postoperatively. No further information has been obtained.